Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) as well as far field oversensing on the right atrial (ra) lead. It was also noted a decrease in sensing amplitude on the ra channel. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) as well as far field oversensing on the right atrial (ra) lead. It was also noted a decrease in sensing amplitude on the ra channel. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that noise was noted on both the ra and right ventricular (rv) lead channels as well as high out of range pacing impedance measurements of 2012 ohms on the rv lead. Ts was consulted and programming options were discussed. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) as well as far field oversensing on the right atrial (ra) lead. It was also noted a decrease in sensing amplitude on the ra channel. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that noise was noted on both the ra and right ventricular (rv) lead channels as well as high out of range pacing impedance measurements of 2012 ohms on the rv lead. Ts was consulted and programming options were discussed. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.